Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate the patient¿s advanced age, severe aortic root calcification, and moderate stj calcification were likely contributing factors for the annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), after successful implant of a 26mm sapien 3 valve by tf approach in the aortic position, the patient developed av block and experienced a drop in blood pressure. Tte showed pericardial tamponade due to a rupture of the annulus and an aortic dissection above the sinotubular junction (stj), which was thought to have occurred during balloon inflation and valve deployment. The patient expired due to hemodynamic failure from the massive tamponade. Nominal inflation volume was used to deploy the valve. The patient¿s native annulus was 462.3mm2 and the aortic root was severely calcified. The patient¿s sinus of valsalva (sov) measured 30.3mm, the stj was 23.6mm, and the stj was moderately calcified.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional information was received. The patient had a medical history of cad. No actions could be applied to treat the patient. As per medical opinion, the root cause of the annular rupture was there was no accurate measurement of the annular diameter.